Event description:
The customer reported that the central nurse(s) station (cns) shows communication loss between connected transmitters. Nihon kohden technician had the customer reboot the multiple patient receiver (org) twice and this did not resolve the issue. Nihon kohden technician advised the customer that since the org is showing the error light, this means that there is some sort of malfunction within the org which needs to be returned to nihon kohden for investigation/repair. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse(s) station (cns) shows communication loss between connected transmitters. Nihon kohden technician had the customer reboot the multiple patient receiver (org) twice and this did not resolve the issue. Nihon kohden technician advised the customer that since the org is showing the error light, this means that there is some sort of malfunction within the org which needs to be returned to nihon kohden for investigation/repair. No patient harm was reported.